Event description:
The patient reported that after surgery, a piece of graft was lodged in a vein behind the patient's knee from the angio-seal device involved. Additional information was received on 09 jun 2022: the procedure performed was an angiogram. It is unsure as to what the "graft" is that referred to. An ultrasound was performed during the patient's 4 day stay in the intense care unit (ICU). The patient was still recovering from the stent procedure that was performed to bypass the piece of the angio-seal that broke off during the angiogram procedure. There was no blood loss. Blood flow was cut off from the patient's leg. The device malfunctioned, and the doctor performed manual compression. Additional information was received on 10 jun 2022: it is unclear how the angio-seal malfunctioned that made it break. The broken piece of the angio-seal was still in the patient. The vascular surgeon reported that where it is lodged would require major surgery, therefore it was still there.

Manufacturer narrative:
: Patient identifier: requested, not provided. : explanted date: device was not explanted. Occupation: patient. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. Based on the available information, it appears that the device may have been used improperly which resulted in the reported issue. However, this was unable to be confirmed and a likely cause for the issue could not be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).